Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Elevated bg caused customer to vomit. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.